Manufacturer narrative:
The customer was provided replacement part information via phone call with the philips response center.

Event description:
The customer reported the device was not passing opcheck. There was no patient involvement.